Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. The unit was received with minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. Customer has installed a new battery and tried to clear the alarm but the error returns. Customer's blood glucose was 121 mg/dl at the time of incident. Troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.